Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on continuous veno-venous hemodialysis (cvvhd) therapy experienced thrombosis despite anticoagulation methods being used. This reportedly occurred three hours after treatment started. The clotting resulted in approximately 200 ml of blood loss. There were no reports of any patient injury due to the event. The reported outcome was a discontinuation of treatment. The sample was not available to be returned for evaluation.

Event description:
Additional information was provided stating the patient needed a transfusion following the event. In addition, the blood loss volume on the intake form was updated from 200 ml to 500 ml. Multiple attempts have been made to obtain additional information, and no further details have been provided.

Manufacturer narrative:
Plant investigation: a complaint sample was not returned for evaluation. As the sample was not available and no meaningful pictures were provided, the manufacturer could not perform further analysis. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A batch record investigation was performed; all products were found to be conforming to specifications. No indication of any relationship with the reported failure mode could be found during the review. Based on the available information, the complaint was not confirmed. Clinical investigation: a temporal relationship exists between cvvhd utilizing the ultraflux av 1000, and the serious adverse event of blood loss which required the transfusion of unknown blood products. Per the intensive care unit (ICU) medical team, the patient was adequately anticoagulated and the cause of the clotted system could not be established. The potential risk for blood loss is mitigated through the use of anticoagulation and pressure monitoring. The lack of or an incorrectly dosed anticoagulant can lead to early clogging or clotting (e.g., through thrombocytopenia or systemic anticoagulant excess), poor treatment quality, hemoconcentration, and/or thromboembolic events. Based on the totality of the information available, the ultraflux av 1000 cannot be excluded from having a possible contributory role in the patient¿s blood loss event(s). Limited follow-up information prevented a more comprehensive investigation, and without a discharge summary, hospital records, treatment records, or a sample for manufacturer evaluation, this clinical investigation cannot disassociate the ultraflux av 1000 from the serious adverse events.